Event description:
Customer reported unexpected negative reactions on the echo. An antibody screen was run on a patient sample; all three cells were negative. Customer ran a screen in gel, and received a 1+ reaction for cell 1 and 2+ for cell 2.

Manufacturer narrative:
Instrument images were reviewed and confirmed the unexpected negative reactions. The customer repeated the assay with the same vials used previously and stated that she received expected results. The customer did not return sample for investigation testing.